Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that her blood glucose went up to 475 mg/dl. Customer stated that she called her doctor for advised and he recommended 10 unit of insulin. Customer stated that the insulin pump did not alarmed to notify her that she was not getting any insulin. Nothing further was reported.